Event description:
Material#: 515070; batch#: unknown (provided #: 4115206). It was reported by the customer that leaking on cadd home infusion pumps at cadd extension set connection site from connector and tubing connection. Verbatim: leaking on cadd home infusion pumps at cadd extension set connection site from connector and tubing connection. Per customer follow up (B)(6)2024: thank you for your patience while I gathered the information. We have had 7 similar events, where the connection between connector and injector has failed. All involved an injector c35-0 and a clamp (m25-0). Most involved injector (n35-0) at least one, and possibly more, involved locking injector (n40-0). I do not have lot numbers. All involved smiths medical cadd extension set ref (B)(4). Some involved smiths medical cadd 100 ml cassette ref (B)(4). Some involved smiths medical cadd 250 ml cassette ref (B)(4). The event dates are: 6/5, 6/20, 6/21, 6/28, 7/9, 7/15, 7/20. I have physical samples from 6/21 event and 7/20 event. They are leaking chemotherapy pumps. If you wish these items to be sent to you, please provide suitable shipping containers. Address: attn: (B)(6). The only known patient impacts are: patients have been under dosed. Patients have had their therapy delayed. (B)(6)2024: dchu contacted customer via telephone to clarify reported event and additional details recently provided. Customer states that they initially had issues with the injectors disconnecting. They tried to trouble shoot and identify if they were maybe putting the m25 clamp on incorrectly and that was contributing to the disconnects. They contacted their rep and switched to the n40-o. That helped resolve the injector luer lock disconnections but then the c35-o began to disconnect from the mating luer connection when using the n40-o injector. No issues related to the connection of the injector or connector occurred. They had at least two incidents of the c35-o disconnecting from the tubing when using the n40-o, these occurred most recently. Lot information is not available. Samples are available as indicated in recent email communication. Informed the customer a return kit and label would be provided to return the samples for investigation. No additional details related to patient impact are known at this time. (B)(6).

Manufacturer narrative:
(B)(4) follow up MDR for device evaluation: multiple photos along with two injectors, one connector, and multiple infusion/connection sets were provided to our quality team for investigation. Through visual inspection of the photos, no issues with the luer threading or connections could be identified. Upon evaluation of the returned products, no damage or other defects were observed which could contribute to the reported incident. Functional testing was performed, liquid was passed through the system without issue, the injector and connector were properly luered onto the mating IV sets without issue, no disconnections or leakage occurred. Dimensional testing was performed, including the luer thread, verifying all critical dimensions are within specification. Product undergoes a series of visual and functional evaluations throughout the manufacturing process, including verification all critical dimensions are within specification. As the lot involved in this incident is unknown, a device history review could not be performed. Based on the sample evaluation and quality team's investigation, we are not able to identify a root cause related to our device or manufacturing process at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
Material#: 515070 batch#: unknown (provided #: 4115206) . It was reported by the customer that leaking on cadd home infusion pumps at cadd extension set connection site from connector and tubing connection : leaking on cadd home infusion pumps at cadd extension set connection site from connector and tubing connection. Per customer follow up 01aug2024: thank you for your patience while I gathered the information. We have had 7 similar events, where the connection between connector and injector has failed. All involved an injector c35-0 and a clamp (m25-0) most involved injector (n35-0) at least one, and possibly more, involved locking injector (n40-0). I do not have lot numbers. All involved smiths medical cadd extension set ref (B)(4). Some involved smiths medical cadd 100 ml cassette ref (B)(4). Some involved smiths medical cadd 250 ml cassette ref (B)(4). The event dates are: 6/5, 6/20, 6/21, 6/28, 7/9, 7/15, 7/20. I have physical samples from 6/21 event and 7/20 event. They are leaking chemotherapy pumps. If you wish these items to be sent to you, please provide suitable shipping containers. Address: attn: (B)(6) medical center . The only known patient impacts are: patients have been under dosed. Patients have had their therapy delayed. On (B)(6) 2024: dchu contacted customer via telephone to clarify reported event and additional details recently provided. Customer states that they initially had issues with the injectors disconnecting. They tried to trouble shoot and identify if they were maybe putting the m25 clamp on incorrectly and that was contributing to the disconnects. They contacted their rep and switched to the n40-o. That helped resolve the injector luer lock disconnections but then the c35-o began to disconnect from the mating luer connection when using the n40-o injector. No issues related to the connection of the injector or connector occurred. They had at least two incidents of the c35-o disconnecting from the tubing when using the n40-o, these occurred most recently. Lot information is not available. Samples are available as indicated in recent email communication. Informed the customer a return kit and label would be provided to return the samples for investigation. No additional details related to patient impact are known at this time. Polc

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.